Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor barrier separation of sample. There was report of patient impact. The following information was provided by the initial reporter: customer reports the gel of the tube stayed at the top of the tube and did not separated the plasma. Lot#: 2200202.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All samples, retention samples and control lots, demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was poor barrier separation of sample. There was report of patient impact. The following information was provided by the initial reporter: customer reports the gel of the tube stayed at the top of the tube and did not separated the plasma. Lot#: 2200202.